Event description:
Based on new info received from the customer, a pt death occurred, and the customer reported that the ECG pt cable became disconnected from the ECG bedside module, creating an inop which was not immediately detected by the staff.

Manufacturer narrative:
The customer contacted philips on 29 jan, 2009 for assistance after an incident occurred at the hospital involving a leads off or ECG cable disconnection issue that the customer stated no alarm was provided for. The customer refused to answer questions related to whether or not a death or serious injury occurred, and would not provide the circumstances of the incident. They simply wanted to review log data and recreate a possible scenario where an inop alarm would not sound or resound once silenced. The customer indicated they did not feel there was a device malfunction, but were trying to understand the circumstances of an event. The customer was provided with info about the device behavior and the central station log data for the timeframe in question, which satisfied their needs. The explanation included that inop's are not stored in the central station logs and that, after an inop alert is silenced, there is no reminder tone or additional inop. On may 20 2009, a copy of a medwatch report was received from the FDA with detailed info about the incident and subsequent pt death. It was described by the customer that a female pt 12 days post op from a 3 vessel coronary bypass graft had disconnected the ECG cable from the bedside ECG module accidentally resulting in a leads off inop that was detected visually by staff approximately 20-25 minutes after it occurred. Though the staff does not recall an audible alarm occurring, the hospital biomed found no evidence of a malfunction of audible alarms on the bedside or central when testing the devices post incident. The pt was found not breathing and was resuscitated but never regained consciousness and was subsequently made a do not resuscitate by her family. After limiting her care, she expired sometime the following month. Though the available info does not support that any device malfunction occurred, the device use is considered to have been a factor in this incident. The hospital completed a root cause analysis and has put many changes info place related to equipment and staffing management.